Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed (2 bars), and a leak was observed at the filter under the product labeling. A crack was observed on the housing of the filter. The reported condition was verified. The cause could not be determined; however, the most likely cause was due to a transportation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st100 set, an external fluid leak "at saline" was observed. There was no patient involvement. No additional information is available.